Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called three times in the past weeks for low blood glucose. On (B)(6), her blood glucose was 23mg/dl. On (B)(6), her blood glucose was 29mg/dl. On (B)(6), her blood glucose was 43mg/dl and the customer was admitted to the hospital and released the same day. Troubleshooting was performed and the displacement test passed. The amount of insulin in the status screen matched to the amount of insulin in the reservoir. The settings in the insulin pump were all correct. No further information was provided.